Event description:
It was reported that a device movement occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). Four partial and three full recaptures took place before the closure device met release criteria. During a routine follow up examination 42 days post index procedure, (B)(6) 2022, device movement was discovered. The closure device was observed to have shifted from the original implanted position and was now seated at the tip of the limbus. In the new position at the tip of the limbus, the closure device was no longer compressed and provided no seal of the laa. Device explantation was planned for the near future. The patient was stable and discharged home.